Event description:
Pt has abscess in suprapubic area following "bns" procedure on 12/15/97. Md is planning 2 weeks of intravenous antibiotics and follow-up antibiotics. 1/28/98- md opened wound, dressed it, and started pt on intravenous antibiotics. Pt is improving.